Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)- failure (event)observed during analysis. While still in the box, the device was found to have low battery voltage. The cause was traced to high current drain when the device was exposed to cold temperature. Analysis identified that when exposed to cold temperature, the power supply within the hybrid became out of specification.